Event description:
It was reported that the patient never had therapeutic effect; was having severe piercing pain, like it was ¿trying to pull out of her skin¿, and it was getting worse every day since implant. The pain was at the implant site, but was also in her back where she previously had spine surgery. The patient would normally get 4 hours of sleep per night, but she had not slept in weeks, and found out it was the morphine. The patient reported an allergy/allergic reaction to morphine and was in horrible pain. The pain was more severe since they had the pump put in; it was not helping. The patient could not eat or walk. The patient¿s pain was so severe, she thought of suicide 2 weeks ago. The patient reportedly received a 10% dosage increase. Additional information received reported the patient wanted the device taken out; that it had not done them ¿a bit of good¿. The patient was up at night crying. Since the pump was implanted, the patient has had severe cramps in her legs, and was having nightmares. Then it was stated that the patient had ¿been doing this since 2009¿/ that the fusion on her lumbar 4 and 5 in 2009 didn¿t work; nothing was working; and nothing would help her, the only action was to go back to oral drugs. When the patient would move in bed, she would wake up in horrible pain on her leg, and up her spine. The patient reportedly did not have a trial, the hcp just ¿stuck a needle in her¿, which was also described as epidural injections, which caused ¿indescribable pain¿ in her leg, and that ¿every time he did them it was worse". It was stated that nothing seemed to work on the patient; surgery did not work; pills did not work; and then the patient was in severe pain. The patient takes morphine, 2 antidepressants and xanax. The reporter was redirected to the patient's healthcare provider (hcp). The pump system was being used to infuse morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient. It was reported that the patient was allergic to morphine, which was the drug inside the pump. The patient also stated that the pump was always hot and burning up. The patient could feel the heat through the skin on their side. The patient had to be removed because it was not working for the patient. It was noted that the patient stated, it was nothing against the "products, but they did not work on her body."

Event description:
Additional information received reported that the patient was diagnosed with priformoris muscle issue and is looking for pain relief. The patient questioned what medication besides morphine was approved in the pump.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).